Manufacturer narrative:
The manufacturer has reviewed treatment data files. The blank white screen can not be confirmed from a review of the treatment data files.

Event description:
There was a blank screen during the treatment reported. The treatment was stopped. There was a blood loss of 231 ml reported. No other clinical consequences were reported as a result of the reported event.